Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the knob on the external pulse generator (epg) was broken. Device failed an incoming test. Menu control knob was missing. Atrial output connector was contaminated. Hanger was broken. Upper case was broken around the menu encoder. Keypad window was scratched. Lower case was broken by ventricular output. Atrial output connector was contaminated. Both wires on the liquid crystal display (lcd) were pinched, the white wire was exposed. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower select knob/switch on the external pulse generator (epg) was broken. There was no patient involvement.